Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed the rt caught tube louvre cover on the edge of the bed. The inner gantry skin got cracked and the louvre cover was bent. The skin damage did not impact operation and the user stated they did not want to pay to replace it. The rep was able to repair the damaged to the louvre cover. Verified all fans were intact without damage. System was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac, and thoracolumbar procedure. It was reported that the doors were open, and they ran the system into the bed, and bent the metal plate at the end of the door cap. They were able to complete the spin without issues. There was no delay, and no patient impact.